Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device.it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex hernia patch (device 1). Per op notes, "a ventralex hernia patch (device 1) was placed to the umbilicus using prolene sutures." (B)(6) 2021 - patient was diagnosed with recurrent abdominal wall hernia thereby underwent repair with removal of mesh (device 1) and implant of ventralight st mesh using echo ps 2 (device 2). Per op notes, "adhesions were taken down, the previous patch (device 1) was rolled up like a taco and was not covering the entire defect. Dissected the mesh off the anterior abdominal wall. A ventralight st mesh using echo ps 2 (device 2) was placed within the abdomen."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.